Event description:
Additional information was received from the complainant on (B)(6) 2010. According to the complainant, the perforation was closed with a 2-0 vicryl suture. The patient was hospitalized overnight per standard procedures and discharged after 23 hours. The patient was also administered antibiotics per standard protocol.

Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during a sling placement procedure. During the procedure, the sling was pulled through the obturator muscle and positioned within the patient. Prior to closing the incision, it was discovered that the delivery needle had perforated the sulcus and created a "button hole" in the upper vagina. The entire device was removed by the physician. The procedure was completed with another obtryx system. At this point, there were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Additional information was received from the complainant on (B)(6) 2010. A DHR review was performed and found no issues that are related to the failure (or event).